Event description:
It was reported by service report that the footboard goes blank. The customer could not determine whether there was patient involvement, however, no adverse consequences are reported.

Manufacturer narrative:
Investigation is ongoing; a follow-up report will be submitted with results.